Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device couldn't be interrogated, technical services (ts) was consulted and suspects end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information was obtained; implant scar tissue has grown around distal coil causing increased impedance.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device couldn't be interrogated, technical services (ts) was consulted and suspects end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information was obtained; implant scar tissue has grown around distal coil causing increased impedance.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device couldnt be interrogated, technical services (ts) was consulted and suspects end of life (eol). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device couldnt be interrogated, technical services (ts) was consulted and suspects end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information was obtained; implant scar tissue has grown around distal coil causing increased impedance. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device couldnt be interrogated, technical services (ts) was consulted and suspects end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information was obtained, implant time scar tissue has grown around distal coil causing increased impedance.